Event description:
Covidien received info stating that due to a malfunction of a pb540 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and verified that the unit only runs on internal battery even when plugged into alternating current (ac) power outlet. The cse replaced the power cord, the power management printed circuit board (pcb) and upgraded the software to the current revision. The cse ran all calibrations and full performance verification testing (pvt). The unit passed all tests.

Manufacturer narrative:
(B)(4).